Event description:
Additional information was provided. Bacteriological testing was not performed. Symptoms improved following the initial medical treatment.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. The customer indicated the use of a viscoelastic, which is not qualified for use with the cartridge used. Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models.

Event description:
Additional information was received from the surgeon that the symptoms resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The patient was treated with steroid eye drops. Bacterium inspection information has not been provided. Additional information was requested.